Event description:
It was reported that during a laparoscopic roux-en-y bypass procedure, the procedure was started and after the stapler was placed in the patient's stomach (blue load), the stapler made an intense noise while firing and locked when it was closed. The surgeons had to use excessive force to open the stapler. After the stapler was opened and unlocked, a new blue load was inserted in it for a second firing; however, the stapler did not staple or cut. Then the surgeons notified the sales representative and he oriented to use a new stapler. The new stapler was used in two firings in gastric septation with success. After it, a white load was used. The stapler was positioned in stomach and jejunum. When the stapler was fired, the same problem occurred. The surgeons chose to use an echelon 60 to finish the surgery (2 hand-made anastomosis) with jejunum cut. There was no harm to the patient and the procedure was extended in one hour.

Manufacturer narrative:
(B)(6). Damaged firing trigger teeth. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results found that device (a) was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) .no conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received unfired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5gy1g (mfg date: 06/11/2012, exp date: 05/11/2017).